Event description:
Consumer called to report needle breakoff occurred when her husband was injecting himself. Syringe has been discarded. Went to emergency room and followed up with hcp visit. Surgery is scheduled to remove the needle fragment.